Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was no longer functional, due to inflation difficulties related to fluid loss. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.